Event description:
Patient was undergoing surgery for displaced fracture of lateral malleolus of left fibula. While surgeon was using a reamer to ream the fibular nail the drill bit embedded into the bone and was unrecoverable after several attempts. Surgeon left in the bone. Patient has recovered with no long term effects noted.